Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent dislodgement occurred. The 4.0x8mm veriflex stent delivery system (sds) was opened, however there wasn't a stent mounted on the balloon. The operator looked for the stent but was not able to locate it. The procedure was completed with another of the same device. No patient complications occurred and the patient's current condition is listed as "fine".

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported that during preparation for a coronary stenting treatment procedure, stent dislodgement occurred. The 4.0x8mm veriflex stent delivery system (sds) was opened, however there wasn't a stent mounted on the balloon. The operator looked for the stent but was not able to locate it. The procedure was completed with another of the same device. No patient complications occurred and the patient's current condition is listed as "fine".

Manufacturer narrative:
Device evaluated by manufacturer- examination of the returned stent delivery system revealed that no stent was returned for analysis. An examination of the delivery balloon found a clear impression of where a stent had been crimped on the balloon. The balloon did not appear to have been subjected to any positive pressures. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact.